Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a failed battery test alarm. The customer¿s blood glucose level was 130 mg/dl. Customer stated that they had a received failed battery test alarm after changing the battery more than 6 times for a new brand battery. The troubleshooting was performed and was advised if not aligned or tightened the pump may alarm failed battery test. Customer received failed battery test. The customer was advised that the pump needs to be replaced. The customer was advised to disconnect and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.